Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 700 mg/dl at the time of the incident. Customer's current blood glucose value was 575 mg/dl. The customer experienced symptoms like thirsty, excessive fatigue, urination, nausea, vomiting, difficulty breathing, abdominal pain. The customer treated with syringes. Customer stated that the drive support cap was normal. Customer stated that she changed her infusion set 3-5 days. The product was not returned for analysis.